Manufacturer narrative:
Correction: h6, health effect impact code: 4656, problem identified before clinical use/exposure should have been left blank. H6. Medical device problem code should have been, 3189. No apparent adverse event¿ instead of 1444, unsealed device packaging.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the left ventricular (lv) lead packaging received with open seal. The lv lead was not used and replaced. There were no patient involvement.